Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue. Additionally, the customer¿s blood glucose (bg) level was high, however, a specific value was not provided; cause was unknown. The customer delivered a bolus with the pump to address bg level.